Event description:
Pt revised for infection, polyethylene wear noted on liner.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product info required to review the device history records and search complaint database was not provided. The investigation could not draw any conclusions about the reported infection; however, infection after approx 17 yrs implantation is unlikely to be product related. The investigation could not draw any conclusions about the reported event. Polyethylene wear after approx 17 yrs should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.